Event description:
On (B)(6)2010, physician performed a tongue reconstruction with a 2.0 mm flow coupler. Physician noted that the vein was thin-walled and upon placing the vein on the ring pins, the vessel was "breaking", requiring the anastomosis to be redone. There was no flow audio from the monitor, only static noise. An external doppler was used which noted good sound and the flap showed no signs of ischemia. The procedure was completed and the patient was sent to recovery. At an unspecified time later, the patient was taken back to the or for unspecified reasons, at which time bleeding was noted at the anastomosis. Physician removed the flow coupler and hand-sewed the anastomosis. Physician thought there may have been "pressure caused by kinking" which contributed to the bleeding vessel. Another physician (fellow) noted that "there was a clot that needed to be removed in the vessel with the 2.0 mm flow coupler. The vessel was too small for the 2.0 mm flow coupler." Patient is reported to be fine.

Manufacturer narrative:
The flow coupler was implanted on (B)(6)2010 and then explanted on (B)(6)2010. According to the device history record, the devices met specification at the time of manufacture. Then 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the manufacturing process.